Event description:
In 2006 the lay pt contacted lifescan alleging that his one touch sure step enhanced meter did not turn on. The medical affairs spec. (Mas) sent a letter to the pt, because he could not be reached via phone. The pt last tested with the reported meter the previous day at 10:00 am; results obtained were not provided. The pt experienced a seizure at the time of concern with "sweating and rolling eyes"; he was not tested with the meter at this time. He drank orange juice, prior to receiving medical attention. Emergency services were contacted. Results obtained by emergency services were not provided. The pt received no treatment from a medical professional. No information was provided regarding the pt's diabetes treatment regimen, other medical conditions, or other medications. The customer service agent (csa) confirmed that the batteries were less than 1 year old, were correctly installed, and the battery contacts were on good condition. The csa walked the pt through pressing the power button and the meter did not turn on. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event, because the meter power issue may have prevented the pt from testing, prior to his having a seizure and taking self-treatment with orange juice.